Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 65.4cm distal from the strain relief. A hypotube kink was also noted at 2.3 cm proximal from the break site. A visual and tactile examination was completed, and no issues were noted.

Event description:
Reportable based on device analysis completed on 05oct2021. It was reported that a shaft was bent. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice and was removed from the patient. Then it was reinserted to perform additional inflation, but the shaft got bent. The procedure was completed with this device and no patient complications were reported. The patient status was good post procedure. However, device analysis revealed that the hypotube break 65.4cm distal from the strain relief.